Event description:
It is reported that the patient was revised due to pain and possible trunionosis. It is also reported that the patient underwent an open bursectomy on (B)(6) 2013.

Manufacturer narrative:
Primary operative notes were reviewed and revealed no indications of a root cause. Revision operative notes were reviewed which state that the patient has severe alval response with elevated cobalt and chrome levels. An MRI scan showed a mass in the patient's buttock. Significant corrosion was noted around the neck and in the femoral head. No real evidence of any kind of corrosion was noted at the neck/stem junction. With the information provided, a root cause cannot be determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Should additional substantive information be received, the complaint will be reopened.